Manufacturer narrative:
Investigation summary: investigation summary: it has been received 12 blisters of 20ls lot 1705299p. On visual inspection of the samples received it can be observed there is a red mark on the paper of the blisters that caused they were not sealed in one extreme. This red mark on the paper is the union between film rollers used by film supplier. DHR of lot 1705299p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the packing machine there is a detector for this unions which consists in a photocell which detects the red color in the film and causes the packing machine stops working and an alarm message appears in the screen. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined, however the incident is reported to area manager. The investigation concluded: confirmed: bd was able to confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: defect: union between film rollers which causes open blisters. It has been received 12 blisters of 20ls lot 1705299p. On visual inspection of the samples received it can be observed there is a red mark on the paper of the blisters that caused they were not sealed in one extreme. This red mark on the paper is the union between film rollers used by film supplier. DHR of lot 1705299p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the packing machine there is a detector for this unions which consists in a photocell which detects the red color in the film and causes the packing machine stops working and an alarm message appears in the screen. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-303 and jg-304). Process, visual inspection: packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging: 1 shelf-package per pallet. Since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined, however the incident is reported to area manager root cause description. Since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation summary: it has been received 12 blisters of 20ls lot 1705299p. On visual inspection of the samples received it can be observed there is a red mark on the paper of the blisters that caused they were not sealed in one extreme. This red mark on the paper is the union between film rollers used by film supplier. DHR of lot 1705299p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the packing machine there is a detector for this unions which consists in a photocell which detects the red color in the film and causes the packing machine stops working and an alarm message appears in the screen. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined, however the incident is reported to area manager investigation conclusion defect: union between film rollers which causes open blisters (seal defect). It has been received 12 blisters of 20ls lot 1705299p. On visual inspection of the samples received it can be observed there is a red mark on the paper of the blisters that caused they were not sealed in one extreme. (See attached pictures). This red mark on the paper is the union between film rollers used by film supplier. DHR of lot 1705299p has been reviewed not finding any annotation or deviation regarding the alleged defect. In the packing machine there is a detector for this unions which consists in a photocell which detects the red color in the film and causes the packing machine stops working and an alarm message appears in the screen. During manufacturing process, final products are sampled and subjected to visual inspections according to procedures (jg-303 and jg-304). Process visual inspection: packing 1 step per hour, after any intervention in the equipment, after a stop of more than 1 hour, once at the beginning of the shift, when film or paper roller are changed, after maintenance. Packaging 1 shelf-package per pallet. Since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined, however the incident is reported to area manager root cause description . Since no incidence has been found in the DHR regarding this defect, a definitive root cause cannot be determined (B)(4).

Event description:
This complaint is MDR reportable. A 20 ml bd syringe, eccentric tip were found with compromised package integrity. This was observed before use with no report of injury or medical intervention.